Manufacturer narrative:
H3, h6) the returned clamp was well worn. The retainer ring on the tip of the adjustment screw was stretched allowing some play in the travel of the clamp face. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the clamp could not be tightened due to abrasion of the thread. There was a delay of less than 1 hour and no impact on patient outcome.